Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the network settings (ip address) were updated to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system could not establish communication with the navigation system. The site elected to continue the procedure without medtronic imaging. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.